Manufacturer narrative:
(B)(4). Concomitant products were used during this study: carto system. (B)(4). Device evaluation of the other smarttouch thermocool catheter that has been used during procedure: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was connected to a carto 3 piu system and the catheter did fail, the tip/dome was intentionally manipulated and the force vector was visualized in inverted position.. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Management is notified of failure analysis results using monthly complaint trend reporting. A corrective action was created to address the force vector inverted issue.

Event description:
This complaint is originally created for MDR non-reportable issues. It was reported that the a smarttouch thermocool catheter did not have reliable force readings and could not be zeroed during an afib. Ablation procedure. The force vector was incorrect. The problem has not been solved after replacing the catheter. With the 2nd catheter, the force value displayed n/a. A third catheter was therefore used but the problem remained. The third catheter was kept to complete the procedure without contact. The procedure was delayed about 45 minutes. No patient consequence was reported. The procedure delay was reported under carto system (report #: 3008203003-2015-00080). This complaint is re-assessed to MDR reportable per bwi failure analysis lab findings on 11/20/2015. The result of scanning electron microscope (sem) testing has shown that there was displacement material between pu and pebax induced by an unknown object. This is reportable because it compromised the integrity of the catheter and pose potential risk to patients. The awareness date of this complaint is reset to 11/20/2015 based on lab findings on 11/20/2015.